Event description:
New information received states that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, the device failed to be interrogated. Several attempts were made with no success. Device replacement was discussed. Patient was asymptomatic and in stable condition.